Event description:
It was reported that syringe 50ml ll had a bent tip, had a tip break off, and was clogged. The following information was provided by the initial reporter: "reattached to alaris pump to administer to patient and the lure lock part of syringe snapped causing platelets to be unused able.".

Manufacturer narrative:
H6: investigation summary one alaris pump IV set used with a 50ml ll syringe was provided to our quality team for investigation. Through visual inspection, the tip of the syringe that was alleged to have broken inside the infusion set, was not observed within the set. A device history review was performed for reported lot 2103069, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. All product was visually inspected, the tip was firmly attached in all samples and no damage or defects were observed within any of the product. There have been no changes in the materials or process used to manufacture this product that may have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. All results were reviewed for lot 2103069 and found to be within specification. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had a bent tip, had a tip break off, and was clogged. The following information was provided by the initial reporter: "reattached to alaris pump to administer to patient and the lure lock part of syringe snapped causing platelets to be unused able. "